Manufacturer narrative:
(B)(4). The complaint was confirmed as product was returned and visual examination of parts shows signs of repeated use, wear and missing ball bearing. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to the design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured and the ball plunger was missing from the device. There was no patient involvement.